Event description:
During surgery, da vinci instrument force bipolar jaw tip was noticed to be unaligned. Instrument was removed from the field. No patient harm came from this. Upon further inspection, instrument was broken. Instrument was tagged and sent to spd where it was placed in broken instrument container and appropriated forms were filled out by robotic lead. Instrument will be sent back to manufacturer.